Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The device has not returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two impactor heads broke during impaction. The event occurred intra-operatively; both heads reportedly snapped on the final strike, and the procedure was completed. The patient had no consequences or impact. Attempts have been made, and no further information has been provided.